Manufacturer narrative:
No device deficiency reported. Pericardial effusion is a known potential adverse event for catheter ablation procedures disclosed in product labeling. It was reported that the initial positioning of the device was intended to be the left superior pulmonary vein (lspv). However, after balloon inflation the endoscopic image appeared unusual and fluoroscopic image suggested the x3 catheter was not in the lspv.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, pericardial effusion after catheter insertion was confirmed by echocardiography. Cardiac drainage was performed but the effusion continued. Surgery was performed to treat the effusion and the accumulated fluid was removed from the pericardium. The likely cause of the pericardial effusion was perforation of the left atrial appendage. The patient was reported to be showing signs of improvement 3 days post-procedure.

Manufacturer narrative:
No device deficiency reported. Pericardial effusion is a known potential adverse event for catheter ablation procedures disclosed in product labeling. It was reported that the initial positioning of the device was intended to be the left superior pulmonary vein (lspv). However, after balloon inflation the endoscopic image appeared unusual and fluoroscopic image suggested the x3 catheter was not in the lspv.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, pericardial effusion after catheter insertion was confirmed by echocardiography. Cardiac drainage was performed but the effusion continued. Surgery was performed to treat the effusion and the accumulated fluid was removed from the pericardium. The likely cause of the pericardial effusion was perforation of the left atrial appendage. The patient was reported to be showing signs of improvement 3 days post-procedure.